Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed in a yellow color. However, no rupture or any other physical damage was observed. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: capsular contracture, seroma, granuloma, deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient had several nodules in the left breast. Magnetic resonance, ultrasound, and mammogram imaging were conducted. Results indicated a left-sided issues of; breast granuloma, seroma/fluid surrounding the implant, calcifications and a deflated implant. During a physical exam, the patient was diagnosed with bilateral baker grade IV capsular contracture as she experienced hard and painful breasts. Fluid was aspirated from the left side under ultrasound guidance in office which showed thick milky fluid; no growth eventually and no malignant cells seen. As a result, the patient underwent bilateral exchange with undisclosed implants on (B)(6) 2025. The serous fluid was aspirated during the explant surgery, sent for cytology. The cytology results were negative for malignancy. This report is for the left breast prosthesis.